Event description:
Customer called to report that the insulin pump alarmed for button error. Blood glucose reading at the time was 89 mg/dl. The customer mentioned that the insulin pump was exposed to moisture from her skin. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly. However, moisture damage was found on the keypad traces. No button error alarm occurred during testing. The insulin pump had minor scratches on the display window, a cracked case at display window corners, a cracked reservoir tube lip and a missing end cap sticker.